Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via operative notes regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included chronic pain. The indication for pump use was non-malignant pain, phantom limb pain, and other chronic/intractable pain (trunk/limbs). The patient¿s concomitant medications included cyclobenzaprine, promethazine, oral morphine. On (B)(6) 2016 information was received which indicated that the patient had a long standing history of chronic pain for which he had an intrathecal dilaudid pain pump implanted. The pump was nearing end of life so the patient was scheduled for an elective replacement of the pain pump and refilling on (B)(6) 2014. During the procedure, a side-port aspiration was attempted which did not show any flow, however, the patient¿s pump had been noted to be functioning prior to the surgery, so they proceeded with changing the pump. The pump was removed from the pocket; the dilaudid medication was removed from the pump, and put into the new pump. A new sutureless connector was put on the existing catheter and then attached to the new pump. Once the pain pump was connected securely, it was placed into the subcutaneous pocket and after copious irrigation with antibiotic solution the pocket was closed. The patient had no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.